Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the subject pacemaker was implanted on (B)(6) 2017. Due to the curvature of the patient¿s body, the physician encountered significant difficulty in positioning of both of the leads. During the follow-up performed on (B)(6) 2017 no abnormalities were noted to the leads measurements, with the ventricular threshold measured at 0.75 v. Based on the physician¿s decision, the ventricular auto-threshold function was programmed to auto with the minimum ventricular output set to 2.5 v. On (B)(6) 2018 a pacemaker check was performed after the patient had a syncope. During the follow-up it was noted that the ventricular auto-threshold function was confirmed to be auto and the ventricular output had been automatically programmed to 5 v/0.35 ms. Successful ventricular capture was observed. The ventricular threshold was measured at 3.5 v/0.35 ms, showing increase since the last pacemaker check. The ventricular auto-threshold function and ventricular output were reprogrammed to off and 5 v/0.35 ms respectively. Another follow-up was performed on (B)(6) 2018. On the auto ventricular threshold curve, the ventricular threshold showed a gradual increase starting around two days after the pacemaker check on (B)(6) 2017 and reached 5 v. From this observation, it was considered that either ventricular capture failure occurred or measurement of the ventricular threshold failed during the early post-implant stage, but successful ventricular capture started again after the ventricular output was automatically programmed to 5 v/0.35 ms by the ventricular auto-threshold function. Although the ventricular output remained at 5 v after the above, the ventricular threshold showed decrease to around 1 v three times around (B)(6) 2018 and the ventricular output was automatically programmed to 2.5 v/0.35 ms (i.e. The minimum value exceeding the two-fold margin of the measured threshold). The following was then confirmed from the patient¿s medical record: after the syncope, the patient was transported to a different hospital first and later transferred to another hospital. At the hospital where she was transported first, it was observed on ECG that ventricular capture failure was occurring while ventricular pacing spikes were confirmed. Based on the available information, it was suspected that the ventricular auto-threshold function had lowered the ventricular output because lower ventricular threshold values had been measured (for an unknown cause), which led to ventricular capture failure and the patient¿s syncope. The recorded auto ventricular threshold curve suggested that the ventricular output had automatically been programmed back to 5 v by the time the patient was transferred to the hospital. With the above assumptions, the scheduled pacemaker check was performed and the ventricular threshold was measured at 3.0 v/0.35 ms.

Event description:
Reportedly the subject pacemaker was implanted on (B)(6) 2017. Due to the curvature of the patient¿s body, the physician encountered significant difficulty in positioning of both of the leads. During the follow-up performed on (B)(6) 2017 no abnormalities were noted to the leads measurements, with the ventricular threshold measured at 1 v. Based on the physician¿s decision, the ventricular auto-threshold function was programmed to auto with the minimum ventricular output set to 2.5 v. On (B)(6) 2018 a pacemaker check was performed after the patient had a syncope. During the follow-up it was noted that the ventricular auto-threshold function was confirmed to be auto and the ventricular output had been automatically programmed to 5 v/0.35 ms. Successful ventricular capture was observed. The ventricular threshold was measured at 3.25 v/0.35 ms, showing increase since the last pacemaker check. The ventricular auto-threshold function and ventricular output were reprogrammed to off and 5 v/0.35 ms respectively. Another follow-up was performed on (B)(6) 2018. The programmer files were reviewed and it was noted that on the auto ventricular threshold curve, the ventricular threshold showed a gradual increase starting around two days after the pacemaker check on (B)(6) 2017 and reached 5 v. From this observation, it was considered that either ventricular capture failure occurred or measurement of the ventricular threshold failed during the early post-implant stage, but successful ventricular capture started again after the ventricular output was automatically programmed to 5 v/0.35 ms by the ventricular auto-threshold function. Although the ventricular output remained at 5 v after the above, the ventricular threshold showed decrease to around 1 v three times around (B)(6) 2018 and the ventricular output was automatically programmed to 3 v/0.35 ms (i.e. The minimum value exceeding the two-fold margin of the measured threshold). The following was then confirmed from the patient¿s medical record: after the syncope, the patient was transported to a different hospital first and later transferred to another hospital. At the hospital where she was transported first, it was observed on ECG that ventricular capture failure was occurring while ventricular pacing spikes were confirmed. Based on the available information, it was suspected that the ventricular auto-threshold function had lowered the ventricular output because lower ventricular threshold values had been measured (for an unknown cause), which led to ventricular capture failure and the patient¿s syncope. The recorded auto ventricular threshold curve suggested that the ventricular output had automatically been programmed back to 5 v by the time the patient was transferred to the hospital. With the above assumptions, the scheduled pacemaker check was performed and the ventricular threshold was measured at 3.0 v/0.35 ms.

Manufacturer narrative:
Preliminary analysis showed no wrong data in device memory. In the file from (B)(6) 2018 the threshold curve is interrupted because of a calibration failure.

Event description:
Reportedly the subject pacemaker was implanted on (B)(6) 2017. Due to the curvature of the patient¿s body, the physician encountered significant difficulty in positioning of both of the leads. During the follow-up performed on 15 dec 2017 no abnormalities were noted to the leads measurements, with the ventricular threshold measured at 1 v. Based on the physician¿s decision, the ventricular auto-threshold function was programmed to auto with the minimum ventricular output set to 2.5 v. On (B)(6) 2018 a pacemaker check was performed after the patient had a syncope. During the follow-up it was noted that the ventricular auto-threshold function was confirmed to be auto and the ventricular output had been automatically programmed to 5 v/0.35 ms. Successful ventricular capture was observed. The ventricular threshold was measured at 3.25 v/0.35 ms, showing increase since the last pacemaker check. The ventricular auto-threshold function and ventricular output were reprogrammed to off and 5 v/0.35 ms respectively. Another follow-up was performed on 25 jan 2018. The programmer files were reviewed and it was noted that on the auto ventricular threshold curve, the ventricular threshold showed a gradual increase starting around two days after the pacemaker check on 15-dec-2017 and reached 5 v. From this observation, it was considered that either ventricular capture failure occurred or measurement of the ventricular threshold failed during the early post-implant stage, but successful ventricular capture started again after the ventricular output was automatically programmed to 5 v/0.35 ms by the ventricular auto-threshold function. Although the ventricular output remained at 5 v after the above, the ventricular threshold showed decrease to around 1 v three times around (B)(6) 2018 and the ventricular output was automatically programmed to 3 v/0.35 ms (i.e. The minimum value exceeding the two-fold margin of the measured threshold). The following was then confirmed from the patient¿s medical record: after the syncope, the patient was transported to a different hospital first and later transferred to another hospital. At the hospital where she was transported first, it was observed on ECG that ventricular capture failure was occurring while ventricular pacing spikes were confirmed. Based on the available information, it was suspected that the ventricular auto-threshold function had lowered the ventricular output because lower ventricular threshold values had been measured (for an unknown cause), which led to ventricular capture failure and the patient¿s syncope. The recorded auto ventricular threshold curve suggested that the ventricular output had automatically been programmed back to 5 v by the time the patient was transferred to the hospital. With the above assumptions, the scheduled pacemaker check was performed and the ventricular threshold was measured at 3.0 v/0.35 ms.

Event description:
Reportedly the subject pacemaker was implanted on (B)(6) 2017. Due to the curvature of the patient¿s body, the physician encountered significant difficulty in positioning of both of the leads. During the follow-up performed on (B)(6) 2017 no abnormalities were noted to the leads measurements, with the ventricular threshold measured at 1 v. Based on the physician¿s decision, the ventricular auto-threshold function was programmed to auto with the minimum ventricular output set to 2.5 v. On (B)(6) 2018 a pacemaker check was performed after the patient had a syncope. During the follow-up it was noted that the ventricular auto-threshold function was confirmed to be auto and the ventricular output had been automatically programmed to 5 v/0.35 ms. Successful ventricular capture was observed. The ventricular threshold was measured at 3.25 v/0.35 ms, showing increase since the last pacemaker check. The ventricular auto-threshold function and ventricular output were reprogrammed to off and 5 v/0.35 ms respectively. Another follow-up was performed on (B)(6) 2018. The programmer files were reviewed and it was noted that on the auto ventricular threshold curve, the ventricular threshold showed a gradual increase starting around two days after the pacemaker check on (B)(6) 2017 and reached 5 v. From this observation, it was considered that either ventricular capture failure occurred or measurement of the ventricular threshold failed during the early post-implant stage, but successful ventricular capture started again after the ventricular output was automatically programmed to 5 v/0.35 ms by the ventricular auto-threshold function. Although the ventricular output remained at 5 v after the above, the ventricular threshold showed decrease to around 1 v three times around on (B)(6) 2018 and the ventricular output was automatically programmed to 3 v/0.35 ms (i.e. The minimum value exceeding the two-fold margin of the measured threshold). The following was then confirmed from the patient¿s medical record: after the syncope, the patient was transported to a different hospital first and later transferred to another hospital. At the hospital where she was transported first, it was observed on ECG that ventricular capture failure was occurring while ventricular pacing spikes were confirmed. Based on the available information, it was suspected that the ventricular auto-threshold function had lowered the ventricular output because lower ventricular threshold values had been measured (for an unknown cause), which led to ventricular capture failure and the patient¿s syncope. The recorded auto ventricular threshold curve suggested that the ventricular output had automatically been programmed back to 5 v by the time the patient was transferred to the hospital. With the above assumptions, the scheduled pacemaker check was performed and the ventricular threshold was measured at 3.0 v/0.35 ms.